Event description:
It was reported that the patient had (B)(6) infection at the lead site, consisting of erythema and discharge. The pocket was also red, raised and itchy. The patient was given bactrim ds twice daily for 14 days. The event was considered ongoing.

Event description:
It was further clarified that the patient was undergoing a trial at the time of the initial implant. The symptoms started 3 days later on (B)(6)-2011. The lead was explanted on (B)(6)-2011. The patient had a repeat trial done with the second lead explanted on (B)(6)-2011. The patient withdrew consent and withdrew from the clinical study on (B)(6)-2011 prior to undergoing a full system implant.

Event description:
It was further reported that the event resolved without sequelae on (B)(6) 2011.

Event description:
Additional information received reported that the site of the (B)(6) infection was the neurostimulator pocket site (with erythema/discharge) and not the lead site as previously reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the event was ongoing. Interventions performed included 'topical kenalog ointment' and triple antibiotic ointment.

Event description:
Additional information received reported that the patient also received doxycycline as part of their medical treatment. The patient outcome on (B)(6) 2011 was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation of concomitant medical products: own implanted: unk explanted: unk.